Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was due to cardiac arrest. On an unreported date, in the same month as the event of death, the patient was hospitalized for an unrelated event. Subsequently, the patient died in the hospital. An autopsy was not performed. It was reported that the patient was performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.